Event description:
It was reported that the customer was admitted in the hospital for diabetes ketoacidosis. The blood glucose reading was 349mg/dl. It was stated that the customer had nausea, vomiting, irritability and she was not eating. Troubleshooting was performed. The mother stated that the infusion set and the reservoir was changed to lower the customer's glucose level and the insulin pump alarmed no delivery. The daily totals matched to the basal and boluses. Ran a fixed prime test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.